Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the patient was seen in clinic, and it was found out that the issue was due to bluetooth telemetry lockout. The bluetooth telemetry was restored upon interrogation. No patient consequences were reported.